Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - a deformation of the outer housing of the valve was observed. The progav valve housing was subsequently measured and confirrmed the presence of a slight deformation, slightly outside the tolerances. Permeability test - results have shown that the progav is permeable. Adjustment test - the valve was tested and is not adjustable through the normal range. Braking force and function test - the results have shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability. Results - after the tests, we have dismantled the valve. Inside the valve we found a slight build-up of substances (likely protein). Based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants.

Manufacturer narrative:
Patient data: height (B)(6). Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav valve on (B)(6) 2013. Postoperatively, there were problems with adjustment. Due to the malfunction, the valve was explanted on (B)(6) 2019. Additional information was not provided.